Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red, itchy, and bumpy under te pads and has some open skin due to scratching. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised placing gauze over the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.